Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis this is 1 of 2 similar events for two separate patient's reported by a current patient. Related complaint: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported the patient went into diabetic ketoacidosis (dka) due to a cgm inaccuracy issue. The patient was wearing an unspecified brand of insulin pump which was being used in a closed loop mode. The patient¿s cgm values were reading at a low bias inaccuracy, therefore, the patient¿s insulin pump was not delivering the patient enough insulin, resulting in the patient¿s dka diagnosis. No further patient or event details were available, including patient symptoms or treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.